Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument could not clip the blood vessel and the instrument motion did not match with the action intended by the surgeon. The customer tried to remove and reinstall the medium-large clip applier instrument and the sterile adapter, the instrument appeared to be reinstalled, but the sterile adapter was unable to reinstall. The customer resolved the issue with a backup medium-large clip applier instrument. The procedure was completed with no reported injury. The endowrist medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-april-2022: the medium-large clip appliers instrument was inspected visually prior to use and had no issues. It is unknown if the targeted blood vessel was greater than 10 mm in diameter. There was no patient injury. No image or video of the last procedure was available for isi review. The patient demographic information was requested but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The medium-large clip applier instrument was fully functional. Additional steps/test attempted to further support could not reproduce (cnr) finding: the visual inspection of the medium-large clip applier instrument found no physical or cosmetic damage on the distal end. The clip grips showed no signs of bending. The instrument housing was removed from the back end, and no damage was found. A clip test was performed multiple times while the instrument was installed on an in-house system and passed. There was no problem detected. A review of the instrument log for the medium-large clip applier (470327-12/n10210823 0032) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 99 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the medium-large clip applier instrument could not clip the blood vessel and the had non intuitive motion. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.